Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the first diagonal of the extremely tortuous and severely calcified left anterior descending artery. The physician advanced the 2.25x15mm maverick otw balloon to the lesion and on the second inflation, inflated the balloon to 14atms and the balloon ruptured. There were no patient complications. The procedure was successfully completed with a 2.0x15mm maverick otw balloon. Patient status is listed as "good".